Manufacturer narrative:
Block b3: exact date unknown, event occurred a year from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold a charge and was no longer working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.